Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or due to blank display.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture. Customer's blood glucose value was 207 mg/dl. Customer stated there was fluid under the lcd display. Customer stated that no crack on the insulin pump. The device will return for analysis.